Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion pressure is 30 pounds per square inch (psi) upon return from prior repair' which was reproduced during service by troubleshooting the device. The cause was determined to be an out of specification downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump measured 30 pounds per square inch (psi) downstream occlusion pressure (failed to detect a downstream occlusion) upon returned from the repair. The event happened during inbound testing at the biomed service department. There was no patient involvement. No additional information is available.